Event description:
It was reported that during an angioplasty treatment proceure, difficulty removing the balloon from the exchange device was encountered. The lesion being treated was a 90% stenosed, calcified left anterior descending (lad) artery lesion. The lad lesion was crossed by using a neo's soft guide wire and transit micro catheter. Then the physician tried replacing the transit micro catheter with a balloon catheter by using the trapper exchange device. After inflation, the balloon was not able to deflate. He met much friction and could not remove the product from the trapper. The balloon was finally removed after the trapper device was aspriated 3 times. There were no pt injuries or complications.